Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 5.5 mmol/l. The customer reported that they received a critical pump error image on the pump screen. It was reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection